Event description:
The customer reported the system displayed an error message followed by the loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired a connector. The system operates as intended.